Event description:
It was reported to boston scientific corporation that a wallflex esophageal stent was attempted to be implanted on (B)(6) 2012 during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, the indication for stent placement was to treat a 5-6 cm malignant esophageal stricture. The lesion was not dilated prior to stent placement. The patient anatomy was reported to be tortuous. During the procedure, the physician found it was difficult, when trying to deploy the stent. After the stent was deployed 50%, the physician attempted to reconstrain the stent within the catheter and the stent could not be reconstrained. The device was removed from the patient and the procedure was completed with another wallflex esophageal stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned device found that the stent was fully mounted. It was noted that the outer sheath was kinked at 210 mm and 760 mm proximal to its distal end. During a functional analysis, it was possible to fully deploy the stent without issue. There was no issue in the movement of the outer sheath proximally or distally. Visual examination of the stent found numerous holes smaller than 1.0 mm in diameter in the silicone coating near the distal and proximal ends of the stent. This passes the in process inspection criteria per the wallflex esophageal stents inspection procedure. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.

Event description:
It was reported to boston scientific corporation that a wallflex esophageal stent was attempted to be implanted on (B)(6) 2012 during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, the indication for stent placement was to treat a 5-6 cm malignant esophageal stricture. The lesion was not dilated prior to stent placement. The patient anatomy was reported to be tortuous. During the procedure, the physician found it was difficult, when trying to deploy the stent. After the stent was deployed 50%, the physician attempted to reconstrain the stent within the catheter and the stent could not be reconstrained. The device was removed from the patient and the procedure was completed with another wallflex esophageal stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4) for the reported event of stent partially deployed. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.